Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nail advanced (tfna) nail insertion procedure on march 6, 2020, an issue occurred involving three (3) tfna instruments, where the driving cap broke inside the threaded hammer guide connector. The surgeon had to finish implanting the unknown tfna nail by banging on the insertion handle. The nail was successfully implanted. It is unknown if there was a surgical delay. Patient status is unknown. Concomitant device reported: tfna nail (part # unknown, lot # unknown, quantity unknown), hammer guide (part # 03.037.120, lot # unknown, quantity 1), insertion handle (part # 03.037.012, lot # unknown, quantity 1). This report is for one (1) driving cap threaded. This is report 1 of 1 for complaint (B)(4).